Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customers insulin gauge intermittently displayed inaccurate fill estimates. At the time of the call the insulin gauge decreased to an inaccurate fill estimate value of 125 units. Reportedly, the cartridge was filled with 430 units of insulin. The customer¿s blood glucose level reached 500 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump. Multiple attempts were made by tandem technical support to follow up with the customer; however all were unsuccessful.